Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s battery depleted faster than expected, with the device requiring more frequent charging despite indicating a full charge, and internal log review corroborated premature battery discharge, leading to a recommendation to replace the pump; the affected device component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and internal logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.